Event description:
It was reported that pump displayed malfunction code 9 with fault ID 9-0x-20f1 and no notable events occurred prior to malfunction. There was no adverse impact to the customer's blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset instructions, but customer lacked charging pad needed to complete reset and planned to call back; no additional information was received regarding the outcome of the event.